Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device had locking sleeve damage and spins free when in safe mode. It was reported that the device was not used in surgery. It is unk if any pt or user injury occurred. There was no add'l info provided.